Manufacturer narrative:
Of the 1 allegation of a malfunction, 1 pump was returned to animas and investigated. No malfunctions were found during investigation.

Event description:
This report summarizes 1 malfunction event. A review of the events indicated that the one touch ping model pump experienced a segments missing issue. These reports were received from various sources. The patient associated with this is (B)(6) and (B)(6) pounds. Of the reported patients, 1 were male, 0 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #1 06/16/2016: of the 1 allegations of a malfunction, 1 pumps were returned to animas and investigated. No malfunctions were found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 1 malfunction events. A review of the events indicated that the one touch ping model pump experienced a segments missing issue. These reports were received from various sources. The patients associated with this allegation ranged from (B)(6) years of age and between (B)(6). Of the reported patients, 1 were male, 0 were female, and 0 were unknown.